Event description:
Boston scientific received information that this pacemaker and another manufacture's right ventricular (rv) lead displayed pace impedance measurements of greater than 2000 ohms and an increase in pacing threshold. Fluoroscopy was performed; the rv lead appeared to have been slightly under-inserted in the header. The patient was subsequently seen for a surgical revision procedure. The rv lead was removed from the device header and tested through a pacing system analyzer (psa) with good resulting numbers. The lead was reconnected to the device with good resulting numbers. A connection issue was suspected to have been the cause of the out of range pacing impedance measurements. There were no adverse patient effects reported. The device remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.